Event description:
Individual was discovered with their head between the mattress and half rail (half rail was in the vertical position). The bed was a high/low bed and was in the low position. Patient was on the left side, with the right side of their neck against the bar on the half rail. Their legs were on the floor. Patient had a primary diagnosis of alzheimers disease and dementia with agitation. Other factors found at time of the event that may have contributed: half rails had been pushed out from the bed (bent). The wheels on the bed were engaged. There was a wedge cushion placed under the head of the bed. Coroner's verbal report indicates accidental death due to situational asphyxiation. At this time, company is investigating whether the bed was a contributing factor.